Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Subject:(B)(6) incompass total ankle study pain, unexpected patient reports having medial ankle pain. May be having medial malleolar stress reaction due to the prophylactic screw.